Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that hub leak was noted. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was selected for use. However, when the balloon was inflated to the nominal pressure, the balloon was leaking at the hub. The procedure was completed with an alternative device. There were no patient complications as a result of this event. However, device analysis revealed a hole and kink 7.5cm from the hub.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a hole and kink 7.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported leak. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.